Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint through testing as the attachment was received in non-working condition but a root cause was able to be determine based on quality observations. Microscopic evaluation revealed minor gear wear. A significant amount of debris/retainer material was observed inside the head cavity. Debris was also seen inside the cap cavity and inner components. Some corrosion was seen on head-tail assembly. Bur end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. There was also evidence of the set coming into contact with the interior of the cap cavity during use. This indicates severe interaction at high rotational speeds between these two mechanisms which creates beat.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.